Manufacturer narrative:
The hill-rom technician found that the slingbar bolt was broken. Under care and maintenance in the instruction guide for universal slingbars, (B)(4), it is stated: check the screw and locking nut that attaches the slingbar. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The hill-rom technician replaced the slingbar and flexlink to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the bolt that holds the slingbar to the lift broke. The lift was located in the administration area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).